Event description:
It was reported that sometime post a port placement, the port allegedly had flushing and aspiration problem. Reportedly, the catheter was removed due to suspected obstruction. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Infusion and aspiration was attempted but was unsuccessful as neither water nor air did not return to attached syringe and the port septum was observed blowing up during attempt. Resistance was felt on every attempt when guidewire was inserted into the port stem and a small amount of blood residue was observed exiting the port stem. An infusion test was performed a second time and was successful as dye water was observed exiting the port stem with what appeared to be thrombus. Aspiration and infusion was attempted a second time and was successful as dye water fully returned into the attached syringe. Upon infusion, what appeared to be thrombus, was observed exiting with water at the distal end. Therefore, the investigation is confirmed for the reported suction problem and difficulty flushing issue. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the port allegedly had flushing and aspiration problem. Reportedly, the catheter was removed due to suspected obstruction. There was no reported patient injury.